Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump shutdown unexpectedly while charging the pump battery. There was no reported adverse impact to customer's blood glucose. Customer unplugged and re-plugged pump into a power source. Pump battery was charged, and customer resumed insulin therapy.